Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned device confirmed the reported clinical observation as the analysis identified a connector fracture. The fiber was received in one piece. Microscopic inspection of the fiber tip indicated it was good. Analysis identified the aim beam light was weak and there was an internal connector fracture. The following message was displayed: treatment used: 0 treatment left: 1. The observed condition of distorted and/or weak light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The IFU states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, during preparation of the procedure, when the fiber was connected, the foot pedal was activated and a sound occurred. The doctor mentioned that this sound is characteristic of when a fiber breaks. Immediately the laser emission was stopped and the fiber was replaced. The debris shield was left with a dot in the center. The procedure was completed using another fiber without patient complications. It was noted that there was only a sound, there was no physical fracture observed, but that to be safe, the fiber was replaced.

Event description:
It was reported that, during preparation of the procedure, when the fiber was connected, the foot pedal was activated and a sound occurred. The doctor mentioned that this sound is characteristic of when a fiber breaks. Immediately the laser emission was stopped and the fiber was replaced. The debris shield was left with a dot in the center. The procedure was completed using another fiber without patient complications. It was noted that there was only a sound, there was no physical fracture observed, but that to be safe, the fiber was replaced.